Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies, failed battery test or replace battery now alarms noted. Power connector plug in and locked in place properly. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit properly connected and calibrated to glucose sensor simulator. No anomalies noted. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to calibrate because that option would not highlight on the screen. Their blood glucose was 86 mg/dl. They tried to remove the battery and replace it but received a blank display. After troubleshooting thoroughly, the display did not return. The customer was advised to leave the battery out for 2 hours and to call back if the display did not return. The customer did call back to troubleshoot the failed battery test alarm. During troubleshooting, they said that the pump did not alarm with replace battery now alarm. They said that they do received frequent failed battery alarms. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.